Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: grade IV contracture and "collection of fluid".

Event description:
Healthcare professional reported right side "lobulated contour", "painful contracture on palpation", "collection of fluid", "with signs of fibrosis and small isolated and scattered cystic formations" and capsular contracture baker grade IV. Device remains implanted.